Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. The customer experienced an elevated blood glucose (bg) value of 540 mg/dl and ketone levels of 80 mg/dl, and was taken to the emergency room (ER) via ambulance on (B)(6) 2025, and subsequently hospitalized. Prior to going to the ER, the cgm bg reading displayed as ¿low¿, and the customer consumed carbohydrates to address bg. The customer reported feeling nauseous and vomited. In the hospital, the customer was treated with intravenous fluids of saline. The customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. Customer declined to provide information regarding alternate insulin therapy.